Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period sept 2019 through aug 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 08/30/2021. An investigation was conducted on 08/31/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on both the cannula as well as the harvesting device. The shaft of the harvesting device was observed to bent at the base of the metal collar on the shaft. No other visual defects were observed. Based on the returned condition of the device and the evaluation results, the specific failure mode could not be identified as no specific failure mode was reported. The analyzed failure "material twisted/bent shaft " were confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 tip was defective. They used another to complete the procedure, no patient effects.